Event description:
It was reported that: patient is experiencing soreness in hip area when seated for long periods. Patient states that the pain started 4-6 months ago. Patient also states that he has had blood work and an MRI done.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.